Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. It was reported that the power logic board was replaced to repair the machine and return it to service.

Event description:
A biomedical technician at a clinic reported that a 2008k2 machine showed a conductivity offset failure halfway through a patient¿s hemodialysis treatment. The patient was moved to another machine to complete treatment without injury, adverse events, or medical intervention. Blood loss was reported as the amount that was present in the blood lines, approximately 200ml. There were no adverse events or medical intervention required as a result of this event. The patient was moved to a different machine and treatment completed successfully.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.